Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The ventilator operated without any issues. The fsr reseated the exhalation housing and performed the user verification test and operational verification procedure. The device meets manufacturer specifications.

Event description:
The customer reported that when the ventilator was started, the device gave a "xdcr fault" (transducer fault) alarm that would not clear. There was no patient involvement associated with this issue.